Event description:
Before putting the alcon vitrectomy cutter in the patients eye, the doctor inspected the cutter under the microscope and noticed that what looked like a piece of melted plastic was peeling off from the tip of the cutter. The cutter was taken off the field and replaced with another cutter. There was no harm to the patient.